Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, two (2) tubes were observed to have mold contamination. In addition, the user noted leakage, loose caps, and fill volume issues. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, two (2) tubes were observed to have mold contamination. In addition, the user noted leakage, loose caps, and fill volume issues. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batches 3214758, 3129940, 3025478, and 3278452 were satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on batch 3214758 and batch 3129940 for low fill; batch 3278542 and 3025478 have no other complaints. Retention samples from batches 3214758, 3025478, 3129940, and 3278452 (100 tubes each) were available for inspection. There were no fill volume, loose cap, contamination or leaking defects observed in the 100 retention samples for each batch. Five photos were received to assist in the investigation of this complaint. One photo showed batch 3025478 with low fill. One photo of tube batch 3129940 showed low fill. One photo of batch 3214758 showed one tube of low fill. One photo showed two tubes, batch 3278452 with low fill and material in the media. One photo showed carton label of batch 3278452. This complaint can be confirmed for low fill for batches 3214758, 3025478, 3129940, and 3278452 from the photos received. This complaint can be confirmed for contamination for batch 3278452 from the photo received. This complaint cannot be confirmed for loose caps and leaking as these defects cannot be determined from the received photos. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for these defects.